Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had an urgent care visit due to high blood glucose of 440 mg/dl on (B)(6) 2013. The customer's blood glucose was treated and she was released. Then the customer was taken in the emergency room on (B)(6) 2013 with high blood glucose of 500mg//dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime and the insulin did exit. The caller stated that the customer had stopped using the insulin pump and revert to back up plan after the first incident. The caller also mentioned that the customer also had problems with the battery lasting less than three days. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.